Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional vi a manufacturer representative regarding a patient receiving an unknown dr ug with and unknown dose and concentration via an implantable pump for spinal pain. It was reported the patient had a post dural puncture headache persisting several weeks after implantation of the catheter. A blood patch was performed, which resolved the issue completely. It was noted that the issue was resolved at time of report, and patient's status at time of report was "alive-no injury." It was noted that the healthcare professional (hcp) will have further information and will be available on (B)(6) 2017. The hcp stated the issue was completely resolved after the blood patch and the patient was receiving adequate therapy at this time. The hcp indicated this patient and one other patient required intervention due to a possible cerebral spinal fluid (csf) leak following implant. It was noted that surgical intervention did not occur and was not planned. The patient's weight was unknown. The patient's medical history included chronic pain. Event date was (B)(6) 2017. No further complications were reported/anticipated.